Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated from the bi-fuse component while in use on a patient. The patient experienced blood loss when the tubing separated. Md notified, tubing and cap replaced and new IV fluids were started. No patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of bi-fuse set came apart was confirmed per picture received by the customer. The root cause of this failure was not identified.